Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the us at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision (B)(6) 2012 - update from (B)(4) spreadsheet dated (B)(6) 2012 - added asr xl right hip and revision hospital, and changed revision reason.

Event description:
Reason(s) for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Update 2 september 2015: updated to legal with (B)(4), added dummy stem and name of original implant surgeon. Taken from kennedy alert 1 september 2015.